Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, and h6 have been updated accordingly. During an unknown procedure utilizing two smart stents, arteriography was performed, numbness/ paresthesia of the lower limb, with a small lesion at the tip of the hallux was noted. There was also torsion of the proximal region on the second smart stent (6x150mm) with possible fracture. Right femoral artery occlusion was reported. Additional procedural details were requested but are unknown. The device was not returned for analysis. A product history record (phr) review of lot 17669364 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿stent-ses fractured - in patient¿ and ¿femoral artery occlusion¿ could not be confirmed as the device was not returned for analysis and procedural films were not received. Procedural factors and vessel characteristics, while unknown, may have contributed to the reported events. As per the instructions for use (IFU), ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or vessel. Carefully withdraw the stent system without deploying the stent. If resistance is felt when beginning deployment, do not force deployment. Carefully withdraw the stent system without deploying the stent. The stent is not designed to be lengthened or shortened past its nominal length. Excessive stent lengthening or shortening may increase the risk of stent fracture. Do not attempt to drag or reposition the stent, as this may result in unintentional stent deployment. Once the stent is partially deployed, it cannot be recaptured using the stent delivery system. Do not attempt to recapture the stent once the stent is partially deployed. Avoid stent placement that may obstruct access to a vital side branch. Overstretching of the artery may result in rupture and life-threatening bleeding. Do not overstretch the stent. In the event of thrombosis of the expanded stent, thrombolysis and pta should be attempted. When treating multiple lesions, the most distal lesion should be stented first followed by the stenting of proximal lesions. Stenting in this order eliminates the need to cross and reduces the chance of dislodging stents which have already been placed. Overlap of sequential stents is necessary but the amount of overlap should be kept to a minimum.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported events; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis .additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, arteriography was performed, numbness/paresthesia of the lower limb, with small lesion at the tip of the hallux was observed. There was also torsion of the proximal region on the second smart stent (6x150mm) with possible fracture. The status of the patient is stable frame of pain and right femoral artery occlusion.